Manufacturer narrative:
The device history records & sterility records have been reviewed by mfg and found to be in compliance. (B)(4).

Event description:
A physician reported that a cv232sre iol implanted in the right eye of a pt has since opacified. Best corrected visual acuity right eye 20/60 at (B)(6) 2009 visit. Explant is expected in the near future. Request has been made for further details, however no additional info has been provided.